Manufacturer narrative:
One 9.5f fast-cath introducer sheath was received for evaluation. The sheath tube had been torn and detached 3.30¿ proximal to the distal tip. Functional testing was not possible due to the aforementioned damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tear and detachment is consistent with damage during use. The cause of the dilator insertion difficulty and introducer withdrawal difficulty remains unknown.

Event description:
During a left atrial flutter ablation procedure, resistance was noted when inserting the dilator into the introducer. When attempting to withdraw the introducer in a twisting motion, the distal end of the sheath separated approximately 1 cm from the proximal end. The proximal end was unable to be retrieved from the patient so surgical intervention was performed to remove the remaining portion of the introducer. The patient remained in stable condition throughout.